Event description:
It was reported that low impedance was found on the lead. Lead damage suspected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.